Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy on (B) (6), the doctor used the applier two times with no problems. On the third time, he applied the clip but the applier would not open to release the tissue. He had to manually pull on the handle to get it to open up. There was no trauma done to the patient and as far as we know the patient has done fine.